Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received at the service center and evaluated. It was reported that the cutter seal was lost. Per service report, this complaint can be confirmed. During evaluation, it was found that the sealed seam would not hold. Further, an o-ring was found to be missing and the blade was found not to lock into the shaver. The device has been modified, repaired, tested and found to be fully functional. It is possible that the o-ring went missing during the cleaning process by the customer. However, given the information provided we cannot discern a definitive root cause for the same. The lost tissue seal is most likely a result of user mishandling of the device, which in turn, would have caused the blade not to lock into the shaver. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that before an unknown procedure the micro tornado hp w handcontrol had lost cutter seal. No patient consequence and no surgical delay was reported. No additional information was provided.